Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has a low vacuum alarm.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit has a low vacuum alarm. There was no patient injury.